Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms, suspected to be related to a subclavian crush. This device was successfully explanted and replaced and has not been returned. No additional adverse patient effects were reported.